Event description:
Female with history of bilateral breast implants. The pt noted contracture to right breast. She was examined by her surgeon to confirm diagnosis of capsular contracture of the right breast. The pt underwent bilateral implant exchange during this hospitalization. Addendum: delay of report date due to waiting for return call from FDA consultant to advice on whether report should be filed as mandatory or voluntary.